Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Cap2. It was reported that a thrombus occurred. A 21mm watchman laa closure device & delivery system was implanted. A post procedure echocardiogram (tee) revealed a thrombus on the device. The thrombus was treated with medication/regimen adjustment. The issue was resolved in (B)(6) 2015.